Manufacturer narrative:
Latch plate, receiver, main vent housing, belleville washer, screw were replaced to fix the reported issue.

Event description:
The hospital reported the ventilator housing was not securely fastened to frame. There was no reported patient involvement.